Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on anterior side assessed, as unidentified (tear) opening. Additional observations: crease fold observed, wear abrasion observed, brown particles inside of the device. No further actions are required, as the device was implanted. Explanting physician: (B)(6).

Event description:
Healthcare professional reported, right side deflation. The device has been explanted.